Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade unknown". Healthcare professional confirmed capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: g.1, h.3, h.6. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade unknown". Device remains implanted.